Event description:
Difficulty with jacket retraction encountered. Force applied causing the jacket to separate from the jacket lock. The jacket was manually retracted and deployment was resumed as per "IFU".